Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients device was non-functional, wherein the ipg would no longer hold and get a full charge. No device malfunction was suspected. The patient underwent a replacement procedure and was doing well postoperatively. The explanted ipg was discarded.